Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing found a damaged air detector and a nonfunctional latch lock sensor. The air detector and latch lock sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 45520. The device evaluation noted a damaged air detector and a nonfunctional latch lock sensor. The event occurred during testing.